Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has loose connection and green was visible. The event occurred during set up. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was partially confirmed. A root cause could not be identified. Based on the results of the investigation, olympus was not able to confirm the customer failure "camera has a loose connection". However, was able to confirm "only green is visible" and determine the following cause: the video cable is broken and therefore the image is green. Olympus will continue to monitor field performance for this device.